Event description:
Patient had a bard composix kugel large oval implanted in 2006 for a ventral hernia repair. Patient returned to the hosp eight days later and was admitted with a diagnosis of enterocutaneous fistula versus abscess and cellulitis. She was treated conservatively at that time and discharged two weeks later. Due to continued drainage -do not have office notes- she was scheduled for an exploratory lap seventeeen days later. Organization rec'd notice of the voluntary recall of said product and notified physician prior to exploratory lap. Operating room reported reflects a small bowel resection, repair to enterotomy, closure of ventral incisional hernia with collamed mesh and lysis of extensive adhesions. Operating room further reflects "broken mesh."